Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip and a missing reservoir tube seal.

Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels of 409mg/dl. Customer treated with a bolus from another insulin pump. It was also reported that the customer had cracks on their insulin pump near the reservoir compartment and that there are pieces of the reservoir compartment missing. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.